Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from improper cleaning and maintenance. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the compact air drive device had damaged housing, motor blocked and a defective bearing. It was also noted that the device failed tests for reverse locking mechanism, air hose coupling, function of soft mode switch, triggers forward and reverse function, untrue running, excessive noise, air leak, rotations per minute (rpms) with speedometer and rpm with test bench. It was noted in the service order that the device housing was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.